Event description:
The customer reported a pt went into asystole and no alarm was heard at the central station. The pt expired.

Manufacturer narrative:
(B)(4). The customer reported a pt went into asystole and no alarm was heard at the central station. The mx40 displayed no central monitor. The pt expired. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.